Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 400 mg/dl. The caller stated that the customer was also experiencing dry heaves, and felt like his legs weren't working correctly. The customer just wanted to sleep. The caller reported that the insulin pump shut off during the night, and when the customer woke up his blood glucose levels were elevated. Troubleshooting was performed, and found a check settings alarm in the alarm history. Found that no other alarm preceded the check settings alarm. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.